Event description:
It was reported that during a percutaneous transluminal angiography procedure deflation difficulties occurred. The lesion being treated was located in the calcified left common iliac artery. The express vascular ld stent was placed and when the delivery system catheter was ready to be withdrawn, the balloon would not deflate. The stent remained in place and the balloon eventually partially deflated for removal. There were no patient complications reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the device was returned inside a 6 french introducer sheath. Visual and tactile examination of the device revealed that 7mm of the distal tip of the device was exiting the sheath. The sheath was extremely damaged between 44mm and 64mm distal to the edge of the hub of the sheath. Further damage was noted between 103mm and 109mm proximal to the tip of the sheath. The shaft protruding from the sheath was severely stretched. The sheath was pushed back off the balloon and it was noted that the balloon was folded and wrapped around the sheath. The distal end of the balloon was bunched up and the balloon material was creased. From the condition of the balloon it was not possible to see a clear impression of where the stent was originally crimped on. The shaft proximal to the proximal bond area was severely stretched for approximately 9mm in length. Some further damage was observed between 85mm to 100mm, the shaft was also flattened between 51mm and 60mm all proximal to the proximal bond area. There were traces of blood present inside the balloon and outside. Due to the condition of the device it was not possible to pass the device over a 0.035¿guidewire. The device was attached to an encore inflation unit and the balloon was inflated to nominal pressure, a vacuum was pulled and balloon deflated within the specification time. The damage noted to the returned device may have contributed to the balloon deflating slowly. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angiography procedure deflation difficulties occurred. The lesion being treated was located in the calcified left common iliac artery. The express vascular ld stent was placed and when the delivery system catheter was ready to be withdrawn, the balloon would not deflate. The stent remained in place and the balloon eventually partially deflated for removal. There were no patient complications reported. This product is only ous approved but it is similar to an approved us device.